Manufacturer narrative:
The device history records for the device were reviewed. The associated device was released based on company acceptance criteria. During a onsite visit the field service engineer replaced an energy circuit board and successfully completed system verification to specification. A review of the log-file confirmed the reported event. Root cause is a faulty energy circuit board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Software revision: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported to a company representative, during patient's lasik treatment an internal energy error occurred requiring the treatment to be aborted in order to clear the error. After clearing the error the treatment file was located and they were able to complete the treatment. Additional information has been requested.